Event description:
It was reported that while the ventilator was connected to a patient, the patient's work of breathing was going up with no return volumes for patient values. The ventilator was disconnected from the patient and a pre-use checks tests was performed. The pre-use checks were successful and the ventilator was connected back to the patient, the same issue occurred 2 more times. The ventilator was replaced by another one, and everything was fine after that. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Additional information received from the hospital stated that an active humidifier was connected to the ventilator during the time of the event. The ventilator's logs contained alarms that indicated nebulization was active, and that increased airway resistance occurred at the time of the event. On-site evaluation performed by our field service engineer (fse) did not reveal any ventilator malfunction. Therefore, no parts were replaced. The technical logs also supported that there was no ventilator malfunction. The user's manual includes warnings indicating that the nebulizer should not be used without a filter connected to the expiratory inlet of the ventilator, and during nebulization, the user should carefully monitor the airway pressure. Increased airway pressure could result from a clogged filter. The filter should be replaced after 24 hours of use or if the expiratory resistance increases, whichever comes first. However, it was not possible to confirm if a filter was connected to the ventilator. The cause for the reported event could not be determined from this investigation, but the most probable cause was an obstruction of the breathing system due to a clogged filter.

Event description:
(B)(4).